Event description:
It was reported the subject device rubber tip is ripped. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope rubber tip is ripped.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 corrected fields: b5, d4 (expiration date), h6 (component code) the device was returned to olympus for inspection and the reported failure was confirmed. The pink rubber on the distal end probe is damaged. In addition, the following reportable malfunctions were identified during the device evaluation: missing adhesive (ke4) at the distal forceps cover. Missing adhesive at the distal light guide lens and chipped adhesive on at the distal objective lens. A root cause could not be identified. Based on the results of the investigation, it is likely the probable cause is traced to component failure from mechanical stress. Olympus will continue to monitor field performance for this device.